Event description:
Device 2 of 3. Reference MFR report: 1627487-2014-04109, 04111.

Manufacturer narrative:
Results: two cut unknown single extension leads were returned. The cuts were consistent with the explant procedure. Visual inspection of the returned segments showed broken wires in both extension headers. The kink/broken wires were consistent with an overstress condition the extension were subjected to while they were implanted in the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.